Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6), 2008. Sometime around (B)(6) 2010, she began she having recurring pelvic pain requiring revisionary surgery. All other information, including the patient's current condition, is unknown and reportedly unavailable.